Manufacturer narrative:
On september 08, 2023, mentor received the device for evaluation. On september 11, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. At the present, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision surgery with 350cc mentor memorygel breast implants. Post-operatively, the patient felt unwell, which led to her receiving a mammogram. The mammogram confirmed a rupture of her right prosthesis as well as silicone extravasation to her muscles, lungs, and ervous system. Silicone was also reportedly ¿seen through the skin¿. The patient also experienced baker grade IV capsular contracture of the right breast. As a result, the patient underwent removal surgery on (B)(6), 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-09208 for the contralateral event.

Manufacturer narrative:
The complaint device has been retained by the customer.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 25, 2023, mentor received additional information. Mentor became aware that the patient experienced baker grade IV capsular contracture of the left breast. Manufacturer¿s reference number: (B)(4).